Event description:
The device failed during an embolization. Two catheters were reported to have burst during an embolization using pva. One device was returned. This device was inadvertently discarded.